Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 319.006; synthes lot: 7959902; supplier lot: na; release to warehouse date: april 03, 2015; manufactured by synthes jennersville. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device evaluation: investigation flow: broken, visual (appearance not as expected) and damage: visual (appearance not as expected). Visual inspection: visual inspection of the returned depth gauge performed at customer quality (cq) confirmed the condition of needle breakage, which agrees with the reported complaint condition; as such the complaint is confirmed. The needle has broken off at its interface with slider body. The broken needle was returned and found to be bent. The protective tip cover was not returned. Dimensional inspection: the diameter of the broken needle measured ø1.23mm at cq (calipers ca301) which is within specification of ø1.25mm +0/-0.05mm per needle component design drawing. Document/specification review: the following drawings, reflecting the current and manufactured revisions, were reviewed: needle, depth gauge for 2.0/2.4mm screws. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Material review: the design specifies the needle component to be manufactured from 316l extra hard stainless steel. During the device history record (DHR) review, no non-conformances were noted. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Conclusion: a definitive root cause for the needle breaking could not be determined based on the provided information. This complaint is confirmed, however, no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the probe for depth gauge was found to be disassociated from the depth gauge body during sterile processing. There was no surgical procedure and patient involvement. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for complaint (B)(4).